Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer had noticed that the pump was blank when she was checking her reservoir. Customer stated that there was no damage on the battery cap or battery compartment. Customer inserted a new aaa alkaline battery and the display returned. Customer was advised to monitor the pump. Customer will be sent a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. No further assistance needed.